Event description:
Reporter indicated that vns pt initially responded well after implant, but that they are not tolerating increases to programmed parameters and complains of hoarseness with increased parameters. Additionally, the pt recently reported to neurologist that they feel device stimulation almost constantly. Device diagnostic testing at office visit was within normal limits, indicating proper device function and neurologist indicated that he believed that the pt's complaints were psychosomatic. Further follow-up with the pt's family revealed that the pt has experienced an increase in seizures above pre-vns baseline frequency and that the lead wires "are hurting pt as they are wrinkled up in their neck," according to the pt's family member. Pre-vns seizure frequency is documented as being between 5-10 seizures per month and it was reported that the pt experienced 2 seizures per day during the time that the seizure frequency increased. The pt's seizure frequency was initially reduced to 1 seizure per month with the vns therapy and before the increase above pre-vns baseline frequency. The pt's family member also reported that the pt is having more anxiety and that the time family member swiped pt's device with the magnet, it stimulated for 3 hours. There had been no recent medication changes during the time of the event. Programmed parameters were reduced, after which the pt's family member reported that pt was doing better. The pt's family member indicated that the hoarseness and feelings of continuous stimulation had resolved. Additionally, the pt's family member reported that stress could possibly have been related to the increase in seizure activity due to a recent death in the family that was reportedly very upsetting for the pt and the fact that the pt had started a new job. The pt experienced 2 seizures at their new job, which really upset pt. The pt's family member indicated that exitement and stress bring on the pt's seizures. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine the cause of the reported event.